Event description:
The rptr performed two blood glucose tests and got results of 111 and 188 mg/dl. Tests were done within 7 mins, using separate fingersticks. There were no symptoms. A control solution test result was 135 within range. On follow-up, the rptr had not been checking to see if enough blood was on her test strip.